Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents and no unexpected low battery alarm noted during testing. Replace battery alarm, replace battery now alarm, power loss alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss alarm and then alarmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board. The insulin pump was monitored and functioned properly. Unit was received with minor scratched lcd window.

Event description:
It was reported via phone call that their insulin pump alarmed low battery now alarm less than 1 week. The customer's blood glucose level was 290 mg/dl at the time of the incident. High blood glucose troubleshooting was declined. The device is expected to be returned for analysis.